Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use (tricuspid valve). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two mitraclips (implanted in (B)(6) 2017) referenced are filed under separate medwatch report numbers.

Event description:
This is filed on the fourth mitraclip to report the single leaflet device attachment. It was reported that in (B)(6) 2017 two mitraclips were implanted in the tricuspid valve to treat torrential grade tricuspid regurgitation (tr); tr was reduced to grade 3 to 4. On an unknown date the two mitraclips were found to have a single leaflet device attachment (slda) and torrential tr. Both clips were only attached to the septal leaflet. A reclip procedure was performed on (B)(6) 2018 and two additional mitraclips were implanted; however, the second clip from (B)(6) 2018 had an slda and was only attached to the anterior leaflet. There was difficulty visualizing the clip and the leaflets. A third clip was not attempted. Tr was reduced to grade 4. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use states the device is indicated for the reduction of significant mitral regurgitation. The reported user error (improper or incorrect procedure or method) was associated with the use of the mitraclip on the tricuspid valve, which is considered an off-label use of the device. The reported poor image resolution is related to the limited visualization of the mitraclip and the leaflets during the procedure due to the anatomy and equipment. The single leaflet device attachment (slda) appears to be related to procedural circumstances (resulting from visualization limitations). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.